Event description:
It was reported that the patients ipg was suspected to be at end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy. No further information has been obtained despite good faith efforts. Additional information was received that the patients ipg was no longer communicating with the remote control.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was suspected to be at end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy. No further information has been obtained despite good faith efforts.